Event description:
The technician alleged that the head of the stretcher is not going down. No pt impact.

Manufacturer narrative:
The technician replaced the pneumatic gas springs to resolve the issue.